Event description:
On (B)(6) 2010, a sequoia dorsal height adjuster broke. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Eval is pending upon completed investigation of the product.